Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having weakness in the left leg due to the stimulator whether the stimulation was on or off. The physician did not believe it was from the device. The patient will undergo medial branch block with possible nerve root ablation treatment.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The devices were not returned to bsn.

Event description:
A report was received that the patient was having weakness in the left leg due to the stimulator whether the stimulation was on or off. The physician did not believe it was from the device. The patient will undergo medial branch block with possible nerve root ablation treatment.